Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue during scheduled preventive maintenance (pm), observed a black horizontal line in middle of the screen. The stm isolated to defective lcd screen, replaced and resolved the issue. The stm completed pm with full calibration, functional testing and safety check to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) has a black horizontal line in the middle of lcd screen. There was no patient involvement, thus no adverse event was reported.